Manufacturer narrative:
The device was received with cracked and bleeding lcd glass. The button keypad anomaly was unable to be verified due to physical damage to lcd glass. There were no traces of moisture noted at the electronic or keypad assemblies. However, traces of moisture were found at the motor assembly per visual inspection. The pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device was dropped and ran over by their car. The customer reported the screen is dark and appears as if it has water in it. The customer states the buttons are unresponsive. The customer's blood glucose at the time of incident was around 80mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.